Manufacturer narrative:
The returned stent system was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. During technical investigation of the returned stent system the outer shaft was inspected for stent imprints. The length of the imprints was measured and indicates that the stent had the correct length prior to release. The distance between the two x-ray markers on the inner shaft was measured to be in accordance with the labeled stent length. Review of the production documentation confirmed that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. A 100% stent length control is conducted during the manufacturing process. Based on the conducted investigations no manufacturing related root cause was determined. A relative movement of the stent system during release might lead to a compression (shortening) of the stent. Furthermore a compression of the stent is possible if the shaft is not kept straight outside patient during release.

Event description:
Ous MDR - it was intended to treat a severe calcified lesion in the sfa. During stent placement the pulsar-18 stent shortened to a size of 70mm.